Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a rash around the electrodes. Per the physician, neither he nor the patient was concerned about the patient's skin issues, and the patient continued to wear the lv. In addition, the physician stated that the patient was scheduled for an ICD implantation the following week, after which the patient would stop using the lv. There was no alleged device malfunction contributing to the irritation. The physician who spoke with support services called in to report rash but it is unclear if there was any medical intervention. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.